Manufacturer narrative:
No device analysis results are available because the device remains implanted. The cause of death was due to heart failure and the device did not cause or contribute to the patient's death.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient expired with 30 days of implant. The physician stated the cause of death was heart failure and that the device did not cause or contribute to death.